Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 18. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding, increased sensitivity and inflammation. No further patient complications were reported.